Event description:
It was reported that during the implant procedure, high impedance measurements were seen when the lead was connected to the neurostimulator. Since the lead performed well during the trial, the physician decided to replace the device with a new neurostimulator. High impedances were still measured and it was decided to replace the lead as well. This resolved the issue and the pt outcome was reported as okay.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.